Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the nc trek instructions for use (IFU) states that prior to use examine all equipment carefully for defects. Examine the dilatation catheter for bends, kinks, or other damage. Do not use any defective equipment. In this case, it is likely that continuing to use the device after damage contributed to the reported event.

Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, concentric, 90% stenosed, restenosed lesion in the proximal left anterior descending coronary artery. During removal of the 4.5x8mm nc trek balloon dilatation catheter (bdc) from the dispenser, a small kink was noticed at the hub area of the device. The bdc was advanced without resistance in the anatomy and the shaft completely kinked at the hub area. The bdc was pressurized; however, the balloon did not inflate. The bdc was removed and a non-abbott device was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.